Event description:
It was reported, a male had a heart catheterization procedure results normal. The following day, the patient returned with right leg pain and an occlusion in the right femoral artery. The patient was taken to surgery; the angio-seal was removed. The surgeon stated the anchor inside the artery was hard and was bent like a "greater than" sign. The patient was doing fine and was recovering.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pain and vessel occlusion could not be conclusively determined; however, the device was removed. Approximately, one inch of suture, collagen and the anchor were returned for evaluation. The suture was still attached to the anchor and the collagen. The anchor was deformed, consistent with degradation following exposure to fluids. The anchor and collagen were placed in a water bath and soaked for 5 minutes to expose the suture knot and loop. Microscopic analysis revealed the suture knot and the suture that loops through the anchor were intact indicating the suture did not break. Visual inspection revealed one leg of the anchor was bent. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.